Manufacturer narrative:
(B)(4) - there is no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the hernia. Hernia is a well-known complication from the increased intra-abdominal pressure. Therefore there is a possible association between the hernia and the increased intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient called in to inquire if the pressure could be changed on the cycler to have more force. The patient also reported a red colored fluid draining out during peritoneal dialysis treatment. The patient stated that since blood clots came out there was an inability to drain or fill during treatment. The peritoneal dialysis (pd) nurse reported that the patient presented to the hospital on (B)(6) 2017, however the patient was not hospitalized. The pd nurse further stated that the patient presented to the hospital on (B)(6) 2017 and was admitted due to a diagnosis of a hernia. The pd nurse reported that the patient was scheduled for interventional radiology to check the catheter however that was not performed due to the hospitalization. The patient was treated surgically for the hernia during the hospitalization. The patient was transitioned from peritoneal dialysis to hemodialysis and discharged from the hospital. The pd nurse was unsure if the hernia was related to the peritoneal dialysis therapy and will return to peritoneal dialysis therapy in the future. The pd nurse clarified that the bleeding that was reported to have occurred during peritoneal dialysis treatment was due to menstruation and was not related to peritoneal dialysis. The pd nurse also confirmed that the event occurred following the diagnosis and surgery to repair the hernia.